Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a temporary loss of cgm data on the pump display, seeing three dashes instead of readings, which resolved after navigating the ilet menu; this was consistent with a transient bluetooth communication interruption between the dexcom g7 sensor and the ilet. Symptoms included no adverse clinical effects. Outcomes included no impact on health, no alerts or alarms, and no hospitalization. Investigation included telephone-based troubleshooting and education regarding connectivity. Investigation of this case revealed a probable transient wireless connection interruption between the cgm and the ilet, with normal function restored and no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent communication issue consistent with bluetooth signal loss.